Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleged difficulty breathing/short of breath, can't sleep related to a CPAP device's sound abatement foam.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing.a follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of difficulty breathing / short of breath, can't sleep, device will not turn on / device not functioning related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on sep 12, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device will not turn on / fuction and having breathing issues and patient can't sleep. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal investigation, the manufacturer observed a keratin-like substance on the blower box. An unknown contaminant was observed on the top enclosure. A light dust-like contamination was observed on the blower and blower seal. Evidence of sound abatement foam degradation/breakdown was not observed. During the investigation of the humidifier, manufacturer observed a yellowish color to the seals. Dust-like contaminants were observed in the bottom enclosure. The water tank had a white dust-like contaminant around it. There is no visible damage or functionality failures of the humidifier. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. Manufacturer confirmed no presence of degraded sound abatement foam using a fitt (foam integrity test tool). The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.